Event description:
Device 1 of 2; reference MFR report: 3008829311-2017-00498.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00498. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the patient's drg system was explanted.